Event description:
A report was received that after a suction procedure there was a disconnection (leakage) of the sleeve around the suction catheter during its withdrawal. No patient injury and adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.